Event description:
It was reported that during patient transport, upon unplugging the device, the battery quickly drained and the low alarm sounded. The device was plugged back in and exchanged for another. No reported patient effect. (B)(4).